Event description:
It was reported that the device exhibited far-r oversensing, resulting in an inappropriate automatic mode switch (ams). Programming changes were discussed but not made at this time. The patient was in stable condition with no adverse events.